Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer fell asleep and when he woke up the screen was black and black spot on the screen that side of a dime and the background was white after that he was sleeping and woke up about an hour back and the screen was white with a black spot on it. The customer was assisted with troubleshooting and the display did not return. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segment due to cracked and bleeding lcd glass. No blank display noted.